Event description:
Received an electronic report of a patinet who reported difficulty with connecting to the first connector on the peritoneal dialysis treatment set. Accoridng to this patient's rn, this patient is reportedly fine. No ill effect or intervention resulted from this event. A sample is available for an evaluation. The patient continues dialysis peritoneally as ordered.